Event description:
It was reported that the customer had blood glucose levels in the 300-400 mg/dl range. The customer experienced the following high blood glucose symptoms: nausea and a tingly/itchy feeling. The customer treated with manual injections. The customer received multiple no delivery alarms from his insulin pump. He changed his infusion set and reservoir three times with the same result. The customer's blood glucose level at the time of the report was 207 mg/dl. Standard troubleshooting was performed. It was discovered that the infusion set had a bent cannula. The product has been returned. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)